Manufacturer narrative:
Additional narrative: (B)(6). Unknown as specific part and lot numbers for the complainant nail were not provided. The explant procedure occurred on an unknown day in (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown trochanteric fixation nail (tfn).

Manufacturer narrative:
Only the tip of the device was received. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of tfn is broken at the distal hole, (area of locking bolt). Only the fragmented tip is available for investigation. The other part of nail is abroad (uae). The first implant date was (B)(6) 2014, nail broke postoperatively. Date of revision was (B)(6) 2014 when the mentioned tfn was implanted. In (B)(6) 2015 it was a revision surgery where the small distal part was explanted, the other fragment was left into patient. The patient was treated with a plate. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight unknown. Patient's age unknown at the time of event. Event date: unknown when device broke. This report is for one unknown nail/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.